Event description:
It was reported that during a laparoscopic colorectal procedure, the surgeon attempted to sue the vascular stapler to divide a vessel. The vessel was cut without being stapled. The bleeding vessel was ligated using disposable ligaclips. The pt did not suffer any subsequent adverse effects or any significant blood loss. Following the event, the device was inspected and the initial staples were formed and the staples in the middle of the cartridge were unformed. The distal staples were not advanced at all.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.